Event description:
A surgical procedure was scheduled for the routine removal of an intramedullary nail, since the fractured bone had healed. During the proceudre the extraction bolt, which was threaded into the nail broke. The surgeon elected to close the patient and leave the intramedullary nail implanted in the patient.